Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver is stuck on the initialization screen. Unable to perform receiver download or functional test due to receiver being stuck on the initialization screen. Opened receiver,passed internal visual inspection. Unable to perform receiver download with main board separated from u1 board. Unable to determine root cause through troubleshooting. The reported event of initializing screen without manual restart was undetermined:the root cause could not be determined.